Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve the patient had sick sinus syndrome (sss), first degree atrioventricular block and a complete right bundle branch block. On the same day of the valve implant, following the implant procedure, the patient developed complete heart block (chb) that did not resolve. A permanent pacemaker was implanted three days after the valve implant. No additional adverse patient effects were reported.